Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the release paper was removed, the film creased so the dressing could not be used for treatment. A backup was available. No delay was reported.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing record did not identify any issue at the point of manufacture which may have caused or contributed to the issues highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part number provided, there have been further complaints reported with this failure mode in the past three years. It was reported that the dressings were used for treatment and creasing was found on the film. The returned samples were visually and functionally evaluated which confirmed this issue. There are checks in place to prevent creasing of the film. If creasing is identified during in-process checks, it is tabbed and recorded in the fault log. On this occasion the operator appears to have missed the issue. Minor creasing can sometimes occur in the film during the adhesive application process at the start or end of the roll. Again visual checks are in place to identify this. The root cause was a raw material issue and a relationship was confirmed between the device and event. As the occurrence of this failure mode is within acceptable range, no further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.